Event description:
Patient had one endeavor sprint drug-eluting stent implanted in the 1st om during the index procedure. Approximately 28 months post index procedure the patient suffered a gi bleed. Patient's plavix was held. The patient recovered.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure (haemorrhage).